Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation the patient had no auditory perception on channels 6-12.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (B)(4). (Exemption number e2015033). Conclusion: according to the recipient's report, the device was explanted due to partial migration out of cochlea of the active electrode array. Reportedly, a full insertion was achieved at initial implantation. Furthermore, during the revision surgery fibrotic tissue was encountered, which had encompassed the electrode lead. The damages found on the electrode array contacts during device investigation are most likely related to the reported multiple reinsertion attempts. No other damages have been identified and device works within specifications during investigations. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
At activation the recipient had no auditory perception on channels 6-12. The channels were disabled due to lack of auditory percept and the user was given progressive maps. No trauma, accident, change in health or cochlear anomaly was reported. On (B)(6)2017, the surgeon attempted to re-insert the active electrode array. After multiple attempts to reinsert, damaged contacts on the electrode array were visualized. The decision was made to re-implant.